Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis, unresponsiveness, hospitalization, and planned ICU admission after interruption of ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported ems transport and treatment with IV insulin infusions. Engineering log review confirmed that device data corresponding to the reported event date were not available because logs were last synced on (B)(6) 2026. Available logs showed no malfunction alerts and no factory reset. The ilet screen was reported cracked and unresponsive, preventing the user from accessing the device to change supplies after running out of insulin. The user did not have backup insulin therapy available and remained disconnected from ilet therapy prior to the event. Based on available information, the event was attributed to interruption of insulin delivery due to physical device damage resulting in a nonfunctional screen. The device is expected to be returned for evaluation. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 20-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels greater than 600 mg/dl, resulting in diabetic ketoacidosis (dka) and ICU admission. The user was transported by ems to the hospital after becoming unresponsive and was treated with IV insulin infusions. Discharge information was not available.